Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On (B)(6) 2017, it was reported that the device was skipping and shredding. On february 17, 2017, it was clarified that the issue occurred during surgery. The blade was placed properly for use and the derma carrier was at room temperature during use. The device has not been repaired by anyone other than zimmer biomet and another device was used to complete the procedure. It was also noted that the surgical technique for the device was utilized. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose and 1¿/2¿/3¿/4¿ width plates, for evaluation. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) six times as documented in the repair reports in livelink. The last repair was april 19, 2016 where it was reported that the device was sent in for preventative maintenance and the bearings and reciprocating arm were replaced. This is not a related issue. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome on february 20, 2017 revealed the head, 2 inch width plate, and hose were all nicked. The calibration was out of specification at the 0 setting and the motor was within specification but it was jerky. It was also noted that the control bar was flush with the master blade. Repair of the air dermatome was performed by zimmer biomet surgical on february 20, 2017 which included replacement of the ball detent, damaged head, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, hose, 2 inch width plate, and o-ring. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection it was revealed that the control bar was flush with the master blade. However, it was revealed that the calibration was out of specification at the 0 setting and the motor was within specification but it was jerky. It was also noted that the head, 2 inch width plate, and hose were all nicked. The root cause of the reported event was due to the control bar was flush with the master blade. However, it was revealed that the calibration was out of specification at the 0 setting and the motor was within specification but it was jerky. It was also noted that the head, 2 inch width plate, and hose were all nicked. The reported event was confirmed during inspection of the device and the device was repaired and returned to the customer. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the device was skipping and shredding.